Event description:
It was reported that during the preparation for a scheduled coronary drug stenting treatment procedure, stent damage was noted. After removing the 3.5x24mm liberte stent from the packaging, it was noted that the stent was unraveled on the delivery balloon. It was noted that all the packaging was intact before opening. The device was not used on the pt. The procedure was successfully completed with another liberte stent. No pt complications occurred.

Manufacturer narrative:
(B)(4).